Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 358 mg/dl, 181 mg/dl, 162 mg/dl, and 224 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.